Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 324 mg/dl. The customer stated that he was experiencing symptoms of vomiting, extreme nausea, and fatigue. Customer was treated with injections. The customer was admitted to hospital. Customer was released, received her new insulin pump and is recovering.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.